Manufacturer narrative:
Per the instructions for use (IFU), device malposition and embolization requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, loss of pacing and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition and embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, ventricular movement during deployment may have resulted from the heavily calcified sinotubular junction. Embolization likely resulted from the low deployment and potential undersizing (discrepancy in CT measurements) and underinflation of the valve in a non-calcified annulus. Nominal volume for the 29mm sapien xt valve is 33ml. The edwards sapien xt thv is indicated for use in patients with symptomatic severe calcific aortic stenosis requiring aortic valve replacement. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
In this case, ventricular movement during deployment may have resulted from the heavily calcified sinotubular junction. Embolization likely resulted from the low deployment and underinflation of the valve in a non-calcified annulus. Nominal volume for the 29mm sapien xt valve is 33ml. The edwards sapien xt thv is indicated for use in patients with symptomatic severe calcific aortic stenosis requiring aortic valve replacement. The discrepancy in CT measurements related to the anatomical anomaly appears to have been the reason for underinflation of the valve.

Event description:
During a transapical procedure, the 29mm sapien xt valve was deployed in a too ventricular position, resulting in embolization of the valve. As reported, a bav (balloon valvuloplasty) was omitted to minimize pacing runs. During the initial deployment (with 29ml inflation volume), the valve shifted ventricular resulting in a 30:70 aortic/ventricular placement, which could not be corrected during deployment. Echo and fluoro post deployment demonstrated the valve was stable with minimal pvl . The decision was made not to implant a second valve. The introducer sheath was removed under rvp and the apex closed. Approximately 7 minutes post deployment, the sapien xt valve shifted into the lv. The patient remained hemodynamically stable and another valve was prepared. The apical incision was re-opened and the first valve was crushed with a pair of surgical forceps and removed through the incision. The introducer sheath was then re-inserted and the stiff wire re-advanced around the arch. A second 29mm sapien xt valve was deployed under rvp (30ml inflation volume) in good position with 50:50 placement across the annulus. The introducer sheath was removed under rvp and the apical incision closed without incident. A final tee revealed trace pvl and no central leak. The patient was transferred for post-operative management intubated and in stable condition. Twenty four hours post procedure, the patient was extubated, alert and stable. Pre-screening measurements: annulus diameter by cta 22.9mm x 27.9mm; average 25.4mm. An accessory, non-obstructive chordal or membranous tissue attachment is present from the base of the anterior leaflet to the basal lv surface of the non coronary cusp of the aortic valve encroaching into the lvot/annulus. If this accessory tissue is excluded from the annular/lvot measurement, an area of 5.4 cm squared was measured. Inclusion of the accessory tissue altered the measurement to an area of 5.0cm2. Circumference: 80.2mm; circumferential derived diameter: 25.5mm. No annular/lvot calcification. Moderate to severe calcification of the sinotubular junction and aortic arch.